Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device had stripped battery cap coin slot, cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
It was reported that the customer had a damaged battery cap and a keypad anomaly on the insulin pump. Customer's blood glucose level was 85 mg/dl. Customer stated that when she presses the act button, she has to press it several times to get it to work. Customer also had issues with removing the battery cap. Customer was not able to remove the battery cap. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.